Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of passing out during treatment. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the adverse event. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. Based on the limited information the cause of the adverse event cannot be concluded.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for assistance with a power fail recovery failure, upon follow up, the patient's caretaker reported that the patient passed out during dwell 3 of treatment on (B)(6) 2019 and was subsequently taken to the hospital. Multiple attempts have been made to obtain additional information, but none was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.